Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost effective stimulation and was unable to set the ipg to MRI mode due to high impedances. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the lead was explanted and replaced to address the issue. It was also reported that during the same surgical procedure on (B)(6) 2023, it was found that the lead was not properly screwed into the ipg, and fluid was in the battery [related manufacturer report number: (B)(4)]. As a result, during the same surgical procedure on (B)(6) 2023, the ipg was explanted and replaced to address the issue.